Event description:
It was reported that during a nephrostomy treatment procedure, a radiopaque marker came off the introducer. While removing the accustick ii system introducer, the radiopaque marker came off in the kidney. Physician retrieved the radiopaque marker by inserting a small balloon (manufacturer unknown) over the wire and through the radiopaque ring. The balloon was inflated and the radiopaque marker was successfully removed from the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).